Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they were in a bad car accident in 2023 and they were injured, the car was totaled. Patient said a few months back they went for an MRI and the MRI tech could not cut it off. Pt said they called the doctor who tried to troubleshoot over the phone and they could not , so they gave them this number to call manufacturer. Worked with patient to use their equipment to synch with their implant and patient reported seeing: different device detected, reposition communicator over the correct device. Worked with pt to restart the handset, toggle bluetooth and location off and back on, reposition the communicator and try again and pt got the same message: different device detected reposition communicator over the correct device....cancel or retry. Patient confirmed they do not have any other implanted devices. Redirected to their doctor. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp called in reference to a letter that had been received. They noted that on (B)(6) the patient saw the doctor and there was no issue with the programmer. The issue was that the patient and their mother had switched the communicator. This issue resolved when it was switched back.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.